Event description:
It was reported the system had an error caused and the system to become intermittently unusable. This can cause a loss of live imaging. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.